Event description:
Customer sent device in for missing ECG lead iii but bench discovered battery issue. No pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.